Event description:
The rptr indicated that the pt has been experiencing an increase in seizure activity over the last several mos. The rptr also stated that the pt's medication levels were checked and found to be normal. It was reported that the pt has not had their vns system checked in "a very long time." The rptr did not know if the increase in seizures were above the pt's pre-vns baseline frequency. At this time there is no evidence that the vns caused or contributed to the event. The pt is no longer going to their previous neurologist; pt is currently looking for a new one. This event is currently being investigated.